Event description:
A customer reported to baxter they noticed a pin hole sized leak in the cassette, which was leaking during use. The problem did not repeat with any other cassettes in the box. There was patient involvement but there was no patient injury at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a leak in a cassette was not confirmed and a root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.